Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. Blood glucose level was at 98 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the batteries should be changed to energizer aaa alkaline batteries. The customer was advised to revert to the back-up plan and sent the pump for analysis. No further info was provided.